Event description:
Implant placements on 4/4/76. On 4/7/76 (three days later - left breast total (hard) capsular contracture and right breast was becoming disfigured. On 4/7/76 dr tried to manually "break up" scar tisue. Pain too great and he stopped. Rptr was concerned since she had not wanted implants, but because he insisted due to size of her breasts. Dr informed rptr there would be no danger. All rptr's physicians told rptr she must have the fibrocystic breast corrected. Now, 17 years later, rptr is at the point of being bed-ridden. She must have helped with simpliest housework. She lives alone and due to failure of muscle strength she falls. She was in hosp for a week, because she had no use of her legs. Rptr is going to have implants removed.